Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s ilet touchscreen was reported as unresponsive with a small crack in the screen. The user's blood glucose (bg) was 89mg/dl at the time of the call and unaffected by the damaged display. The ilet was replaced and the user has since resumed ilet use.